Manufacturer narrative:
The device was returned to the manufacturer. During the manufacturer's technical inspection, the reported error could be confirmed. Based on the technical inspection, it is concluded that the cause of the described fault is normal wear and tear of the battery. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was a black screen and a battery is dead error shown. The start of the procedure was delayed by 7-10 minutes, however it was confirmed that there was no patient harm and the surgeon was able to complete the procedure with the same unit. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).